Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/17/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. No product or data were provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and failed. A review of the downloaded receiver log did not confirm the reported event of loss of connection. The customer complaint was undetermined because there was no voltage, further investigation cannot be completed. A root cause could not be determined.